Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool that during the surgery of right knee meniscus suture, after 1st firing of an omnispan meniscal repair system/27 degree, device could not fire again. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided. The gun and implants were not returned along with the needle; therefore, the returned device is incomplete. Upon visual evaluation of the device, no damage was found on the needle and the silicon sleeve. The complaint cannot be confirmed since the gun was not received and we cannot replicate the complaint condition. It is possible that the firing gun might be defective. However, given the information provided we cannot discern a definitive root cause for the reported failure. An mre was performed, and no non-conformances were identified for this part number (228142) with lot number (6l43532). At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history review: an manufacturing record evaluation was performed, and no non-conformances were identified for this part number (228142) with lot number (6l43532)

Manufacturer narrative:
H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: corrected data: the investigation summary was corrected: investigation summary - according to the information provided, it was reported by affiliate via complaint submission tool that during the surgery of right knee meniscus suture, after 1st firing of an omnispan meniscal repair system/27 degree, device could not fire again. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided. The gun and implants were not returned along with the needle; therefore, the returned device is incomplete. Upon visual evaluation of the device, no damage was found on the needle and the silicon sleeve. The complaint cannot be confirmed since the gun was not received and we cannot replicate the complaint condition. It is possible that the firing gun might be defective. However, given the information provided we cannot discern a definitive root cause for the reported failure. An mre was performed, and no non-conformances were identified for this part number (228142) with lot number (6l43532). At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the surgery of right knee meniscus suture, after 1st firing of an omnispan meniscal repair system/27 degree, device could not fire again. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided.